Manufacturer narrative:
MFR's report number: 2016493-2014-00279. MFR's report date: (B)(6). 2014. Internal file no: (B)(4). Pt info requested and all available info is included. This report was filed by the MFR. Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Customer reported an over infusion of pitocin. Pitocin 30 units/500 ml was to be infused at 2 ml/hr (0.16 milliunits/hr) with a vtbi of 20. Less than 10 minutes later, a bolus of lactated ringers was delivered pre-epidural; however, the user bolused the pitocin at 999 ml/hr instead of the lactated ringers. The infusion was stopped, and the baby was delivered shortly with acidosis that spontaneously resolved within a short period. Neither the mother nor the baby sustained any long term harm. No medical intervention was required. MFR's report number: 2016493-2014-00279. MFR's report date:(B)(6) 2014. Internal file no: (B)(4).